Event description:
The customer reported that the mda plus was not booting. The system crashed after reset. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the mda plus. The system operates as intended.